Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: unknown side capsular contracture; baker grade unknown. (B)(4).

Event description:
It was reported that a caucasian female patient of an unknown age underwent unspecified breast surgery with unknown size unknown implants, and experienced unknown side capsular contracture; baker grade unknown. The patient underwent explantation and replacement with catalog number 3502200; serial number (B)(4) on the left side and with catalog number 3502200; serial number (B)(4) on the right side on (B)(6) 2015.